Event description:
Patient and doctor alleged the infusion device delivers too low insulin. Patient reported sometimes experiencing elevated blood glucose levels between 250-300 mg/dl for weeks. Patient stated, he tries to correct via the infusion device; sometimes it works, sometimes not and then he uses a syringe. Patient reported experiencing ketoacidosis two times last week; exact date was not provided and did not need help from a third person. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and accessories for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).